Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that their surgical light went out during a patient procedure. No injuries to hospital staff or patient. A minor delay was reported.